Event description:
Several weeks after meniscal repair surgery, during a post operation arthroscopy, three fast-fix sutures were observed to be broken. At the time of this report there is no additional information available.